Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient had low voltage alarms which only occurred while connected to battery power. The battery clips and batteries were changed and cleaning was performed. The alarms continued to occur. The log files captured some low power advisories while on battery power while the batteries appeared to be fully charged. There also was an occurrence while connected to a mobile power unit. The issues appeared to occur on the white system controller power cable. The system controller was exchanged.

Manufacturer narrative:
Section b1: corrected. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low power advisory alarms was confirmed via log file analysis. The system controller did not return for analysis. Data from the relevant event date of 15dec2024 ¿ 16dec2024 was reviewed. From the beginning of the log file, several intermittent, atypical low power advisory and power cable disconnect alarms activated, an atypical low power advisory activated due to the relative state of charge (rsoc) voltage on the white power cable fluctuating below the alarm threshold. These alarms did not reactivate after clearing at 00:17 on 16dec2024. The power cable disconnect and low power advisory alarms did not interrupt the controller¿s ability to support the system. Provided information indicated that cleaning the battery contacts and battery clips did not resolve the alarms, and that the system controller was exchanged. The root cause of the reported event was unable to be conclusively determined via this analysis. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low power advisory alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the batteries and battery clips. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
After the batteries, battery clips and system controller was exchanged, the patient experienced multiple low voltage alarms. The log files found some odd low power events on (B)(6) 2025 between 11:04:42 and 11:06:13. The patient was sitting in the car when these low voltage events occurred. The patient wore their clips, system controller, and batteries in a fishing type vest. The weak connections between the batteries and clips in the (B)(6) 2025 log files were occurring on the white lead.